Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5042384) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and abdominal pain lower ("cramping") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release and vaginal delivery. Concurrent conditions included vaginal bleeding, nausea, pyogenic granuloma, breast feeding, obesity, depression, pelvic pain, dyspareunia, weight gain, bloating, fibromyalgia, anxiety, heartburn, back pain, joint pain, sinus disorder, memory disturbance and postpartum state. Concomitant products included sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"). On (B)(6) 2013, 8 months 16 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced headache ("headaches"), migraine ("migraines") and fibromyalgia ("neurological conditions or problems,type: fibromyalgia"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease without esophagitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criterion disability), abdominal distension ("bloating"), dysmenorrhoea ("painful periods/ dysmenorrhoea (cramping)"), incontinence ("incontinence"), flatulence ("gas"), weight increased ("weight gain"), visual impairment ("vision changes"), menorrhagia ("extremely heavy menstruation/ abnormal bleeding (menorrhagia)"), menstrual disorder ("excessive blood clots during menstruation"), pruritus ("rashes or skin conditions type: itchy"), rash ("rashes or skin conditions type: red rash on breasts,"), fungal skin infection ("yeasty rash to under fold of abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (underwent a pelvic surgery/ total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, abdominal distension, headache, incontinence, flatulence, weight increased, visual impairment, menstrual disorder, migraine, pruritus, rash, fungal skin infection, fibromyalgia, pelvic pain, gastrooesophageal reflux disease and abdominal pain upper outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, nausea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, flatulence, fungal skin infection, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 3 coils were noted on the right side but device rotated and 1 was finally seen and 3 on the left following implantation. Diagnostic results: on (B)(6) 2012, hysterosalpingogram test showed, the right essure microinsert is located at the right cornua, and the left essure microinsert is located at the left cornua. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : abdominal pain lower, migraine headache, dysmenorrhea, genital haemorrhage, menorrhagia". Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " abnormal bleeding (vaginal), rashes or skin conditions type: itchy, red rash on breasts, yeasty rash to under fold of abdomen, nausea, neurological conditions or problems, type: fibromyalgia, dyspareunia (painful sexual intercourse), pelvic pain, gastroesophageal reflux disease without esophagitis" are added. Patients and reporter information are added. Outcome of events heavy bleeding are recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042384) on 06-jul-2015. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criterion disability), abdominal distension ("bloating"), headache ("headaches"), dysmenorrhoea ("painful periods"), incontinence ("incontinence"), flatulence ("gas"), weight increased ("weight gain"), visual impairment ("vision changes"), menorrhagia ("extremely heavy menstruation"), menstrual disorder ("excessive blood clots during menstruation") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal distension, headache, dysmenorrhoea, incontinence, flatulence, weight increased, visual impairment, menorrhagia, menstrual disorder and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, flatulence, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 16-nov-2017: summons received: new reporters, product start date, events "migration of the essure device", "migraines", and "heavy and irregular bleeding" were added. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.